Event description:
It was reported that prior to implant when information was being entered into the device, telemetry was lost. Upon reinterrogation, the device was found in back-up vvi mode. A device download was successfully performed to restore the device. The device was implanted. There were no patient complications.

Manufacturer narrative:
(B)(4).